Manufacturer narrative:
(B)(4). Batch # p57a54. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿the firing trigger could not be released¿? It was not the firing trigger. The closing trigger did not open. Was the firing trigger lock (red trigger safety) able to be switched off/disengaged? No information. Was the black firing trigger pulled? No information. If yes, did the firing trigger return to its original position when released? Was the firing trigger lock (red trigger safety) damaged? No information. Was the black firing trigger damaged? No information.

Event description:
It was reported that during an open gastrectomy, the device was locked out at the 3rd firing. The firing trigger could not be released. The manual override lever was used to release the device since the knife reverse switch did not function. Another device was used to complete the case. There were no adverse consequences to the patient.